Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with unspecified mentor breast implants in 2010. Since implantation, the patient reported that she has experienced bilateral pain, bilateral infection, and unspecified sickness. No device issue, such as rupture, was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Additionally, mentor has received no information regarding whether the patient's devices were saline or gel. Therefore, the complaint device will be reported as a saline product. If additional information becomes available, mentor will submit a supplemental report with the updates. This report is for the patient's left-sided device.